Event description:
It was reported to philips that the system failed to boot on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service rebooted the system and verified its functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).